Event description:
This lead insulation was damaged during a change out on (B)(6) 2011 and repaired. The procedure took place at (B)(6) hospital of (B)(6) with dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).